Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 108mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the guidewire lumen. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
Reportable based on device analysis completed on 29apr2026. It was reported that difficulty tracking over the wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 6.0mmx100mmx80cm-hybrid sterling balloon was selected for use. However, it was noted that the device got stuck with the guidewire. Only the balloon was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a hole in the guidewire lumen 108mm from the tip.